Event description:
The reporter said that she had gotten a "gr 1" message, but was not sure. When she removed the test strip and turned it over, the meter worked properly. The readings in the meter memory were all in range. The lifescan rep explained that there could have been an er1 message, but not "gr 1."